Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4) _clinical trial study, center number (B)(4). Subject ID (B)(6). Patient experienced mild elevated intraocular pressure following left eye posterior approach vitrectomy+retinal lesion cryosurgery+intravitreal gas injection, retinal reattachment surgery+vitreous gas-liquid exchange+cataract phacoemulsification and aspiration surgery. Surgery date (B)(6) 2025 start of incident (B)(6) 2025. Drug therapy given. Outcome is resolved.